Event description:
Reporter alleged the needle from the safe-t-pro lancet protrudes outside the end of the cap. Reporter stated that the nurse who used the device noted that it skipped across her finger. The reporter was not sure if the needle punctured the skin to draw blood. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.